Event description:
Calibrated sizing balloon pre-procedure. Generator indicated that the sizing ballon had an air leak. Balloon placed in patient when error code occurred. Removed and pre-calibrated second balloon. Error code. Reset generator. Turned off and checked all connections. Balloon calibrated.